Event description:
It was reported that the patient had a lead revision in (B)(6) and he was told that they took the implantable neurostimulator (ins) out and then repositioned it. The system was revised because the spinal cord stimulator (scs) was not providing adequate stimulation in the patient¿s legs. The scs revision occurred on 2014 (B)(6). The patient recovered with permanent impairment. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger product ID 39565-65, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
Additional information received reported the reason the patient¿s device was revised was because the stimulation was not covering their area of pain. Nal information received reported the reason the patient¿s device was revised was because the stimulation was not covering their area of pain. It was initially noted the patient recovered with permanent impairment but later clarified they recovered wihout permanent impairment.

Manufacturer narrative:
(B)(4).